Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer did not receive insulin for one-and-a-half days. The device was not making any noise until the caller began to "mess" with the insulin pump. The device began to function again; however, the caller did not know what caused the original under-delivery. No further details were provided regarding the incident. The insulin pump was not returned for analysis.